Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported hyperglycemia due to bent infusion cannulas and e4 occlusion errors. Blood glucose elevated above 600 mg/dl, and target blood glucose is 70-130 mg/dl. Pt treated hyperglycemia with injection therapy. E4 occlusion errors occurred during basal delivery. Pt disconnected the tubing from the headset and attempted to prime, but the e4 occlusion continued. She changed the infusion set and resumed normal operation. E4 occlusion errors returned within a few minutes-6 hours after changing the infusion set. Pt stopped using the infusion device and was on injection therapy at the time of the report. The infusion cannulas have been bent when the headsets were inserted with the insertion device. She did not notice a bent cannula following the e4 occlusion errors. There was no insulin leakage. Infusion sets were replaced. Alleged infusion sets were discarded and no product was requested for eval. F/u was completed on (B)(4) 2011. She received the replacement infusion sets, immediately switched to them, and had not had further e4 occlusion errors. The pt did not require assistance from a health care professional or second party to address the issue.